Event description:
During CT guided liver biopsy the bard biopsy needle was inside the patient and bent while in the coaxial introducer. Needle was removed and new bard biopsy needle was used without incident. The provider insists there was no excessive force with needle was being used, and that this was a defective product. The result of previous bent needle required the patient's liver had to be re-biopsied creating a higher potential risk for bleeding post liver biopsy procedure. Manufacturer response for instrument, biopsy, bard® mission® (per site reporter): cr bard rep was given the bent needle.